Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false air in line alarm which was not reproduced during evaluation. Air in line alarms were verified through a review of the event history log (ehl) and the cause was determined during a visual inspection to be cracks in the upstream sensor flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.